Manufacturer narrative:
Date rec'd by MFR: 26jul2019. The manufacturer¿s technical services confirmed the reported issue. They provided the customer with the part number for the top platform assembly, v60 stand and (B)(4) and service manual revision j. After numerous attempts to obtain information pertaining to the repair of this device, the complaint is being closed. If further information is obtained, this complaint will reopen. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part has not been returned for investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the cart was damaged. The alpine cart platform is damaged along the side. The device was not in use at the time of the reported event; therefore, there was no patient involvement.